Event description:
Inappropriate pacing was observed on surface telemetry while the patient was admitted to the hospital. During interrogation, noise mode pacing was observed, where the atrial marker channel showed significant oversensing and accordingly asynchronous pacing. Nothing in the environment could be identified as a cause of emi. The noise would intermittently dissipate with some patient movements and device manipulations, and then it would return. No changes in impedance during pocket manipulation. Further postural and isometric testing, and testing the device in another room, were not possible due to the patients current condition. Device to be programmed vvi and to be evaluated further when possible. Lead remains implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.